Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-8216-70, serial #: (B)(4), description: artisan surgical lead, 70cm.

Event description:
A report was received that the patient had lost motor sensory function. The patient had encounter trauma to the spinal cord. There was some neurologic damage. The event was procedure related and not device related. The physician did in and out with the lead and a number of times tried to manipulate the area that caused damage to the spinal cord. The patient underwent an explant procedure. The patient slowly regained motor function.